Event description:
It was reported that (1) device was used during a laparoscopic sigma resection. It was reported by the affiliate that the tsb45 instrument staples did not close completely (staple line was open). There was no consequence to the pt.